Event description:
Customer reported one episode of seizure and losing consciousness due to incorrect unit of measurement on their precision xtra meter. Customer reported experiencing symptoms of dizziness and headache. Customer also reported being diagnosed with severe hyperglycemia and was treated with insulin. It is unk who made the diagnosis or where the treatment was rendered.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.